Manufacturer narrative:
Section a: patient not involved. Manufacturer's investigation conclusion: the reported event of a cracked housing on the power module was confirmed. Power module, serial (B)(6), was evaluated by the service depot. The unit came in with a cracked top housing near the patient cable connector inlet. A test battery was connected to the unit, and it was powered on. At this time, a clicking noise was heard and the power module did not power on as intended. After analysis, the clicking noise was traced to the main pcba assembly. A purchase order was requested but was not provided by the customer. This unit was sent back to the customer in an unrepaired condition labeled as ¿not for human use¿. A root cause for the reported damage was not conclusively determined through this analysis. Incidental findings: clicking noise form the main pcba. A defective pcb and/or microprocessor may lead to serious injury or death. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use (rev. D) section 4-¿system monitor¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cases were cracked on the units and they were shipped for repair.